Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit's monopolar 1 coagulation produced a cut.

Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3. Evaluation summary: one device was received for evaluation. The reported condition was confirmed. The investigation found a short between components fb505 and fb11 in the mono 1 circuit on the steering relay pcba. A second short between pins 8 and 9 of monopolar connector p508 was also observed. The investigation identified the root cause of the reported event to be the steering relay board. The steering relay board was replaced to address the condition. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.